Event description:
It was reported that prior to starting a da vinci surgical procedure, a maryland bipolar forceps instrument had an issue. The procedure was completed as planned. No reported known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer could not provide any more details regarding the way this instrument was identified as defective, however it was confirmed that it was identified prior to starting and there were no delays.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.